Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the 8mm permanent cautery hook instrument was not conducting, monopolar cord was verified and it was conducting. The procedure was completing as planned with no reported injury.